Event description:
It was reported to boston scientific corp that during an anterior colporrhaphy pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, when the physician pulled on the "blue string", it broke, and when they removed the mesh, it was twisted. Nothing detached inside the pt. The case was completed with another pinnacle anterior/apical kit, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
(B) (6). The device has been rec'd, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B) (4).